Manufacturer narrative:
An event of a pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. Access to left ventricle was performed via transseptal and retrograde aortic access. While mapping, the patient became hypotensive and an echocardiogram confirmed an effusion in the left ventricular apex. A pericardiocentesis was performed and a pericardial drain was placed to stabilize the patient. There were no performance issues with any abbott device.